Event description:
The customer reported that during a rituximab infusion, they observed "a crack at the distal end of the extension set (where the alaris system line was connected)." As this was promptly discovered, there was minimal chemotherapy spillage from the set. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned. No failure investigation could be performed.